Manufacturer narrative:
One used and one new device were received for evaluation. A nanoclave housing was observed to be separated from the manifold on the used sample. No visual damages or anomalies were observed on the new sample. The reported complaint of a broken port could be confirmed. The returned sample was observed to have a broken port upon arrival. The probable cause of the broken port is from an unintentional bending force during use. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 10" ext set w/3-port nanoclave® manifold, check valve, clamp, luer lock where the customer reported that the port broke off while in use on a patient. Harm was not reported as a consequence of this event.